Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During testing on site by a zoll medical service technician, the device displayed "defib fault 72" and "discharge fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.